Event description:
It was reported that the patient underwent a revision procedure 1 year post implantation due to pain, loosening and impingement. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: (B)(6), item name 66mm cup size revision shell, lot # 64942997; (B)(6), item name bone screw selftapping 35 mm length 6.5 mm dia., lot # 65829176; (B)(6), item name bone screw selftapping 35 mm length 6.5 mm dia., lot# 65445885; (B)(6), item name bone screw selftapping 20 mm length 6.5 mm dia., lot # 65134513; (B)(6), item name bone screw selftapping 15 mm length 6.5 mm dia., lot # 65871275; (B)(6), item name bone screw selftapping 6.5 mm dia. 25 mm length, lot # j7470741. G2: foreign: australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.